Event description:
Presentation on a clinical study involving colloss e product. Three hematomas reported. Study conducted jan, 2000 to jan, 2006, but product approved via 510(k) in april, 2005. Off label study prior to approval?